Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00875200932 liner elevated rim 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell 63499153. 00801803214 femoral head nonskirted 12/14 taper 63246138 01.00101.915 wagner sl revision ã¸15/190 2793512. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. There are 4 mdrs related to this event (reference 1822565-2017-01562, 01563, 01564 & 9613350-2017-00409).

Event description:
Patient underwent a right hip revision procedure 16 days post-implantation due to pain. All components were removed during the procedure; however, due to poor bone stock, no new devices were implanted. Attempts to obtain further information have been made, but none is available at this time.